Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported impact on the customer's blood glucose level. The customer declined follow-up with technical support.